Event description:
It was reported that stent dislodgement occurred. Vascular access site obtained via the left inguinal area through a contralateral approach. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right common iliac artery. After a 190cm non bsc guide wire crossed the lesion, the 8.0m x 30mm x 75cm express ld vascular stent delivery system (sds) was advanced however the stent dislodged. The stent remained on the guide wire and migrated to the right external iliac artery. The physician judged the stent would be unable to be removed. The physician was able to advance the sds through the stent and implant the stent in the right external iliac artery. The target lesion was treated with the implant of another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).